Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft, a suprarenal aortic extension, and two (2) limb stent grafts on (B)(6) 2013. At a later time, the physician requested two (2) additional limb stent grafts to treat an iliac aneurysm due to the patient's anatomy. No endoleaks were identified. The secondary case was completed on (B)(6) 2016.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: on 16 feb 2016 a secondary endovascular procedure. There was unsubstantial evidence to support the following reported event: iliac aneurysm. A device malfunction could not be identified due to a lack of any medical records or imaging. Procedure-related harms and the final patient disposition are unknown. There have been no further reports of negative patient sequelae. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.